Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No additional adverse consequences have been reported from this event. This device is used for treatment. Follow-up information from patient: the original acl surgery was in 2005 and that it is unknown whose devices were used. Patient fell again and tore the repair and in 2007 had it revised using the two (2) arthrex implants. In (B)(6) 2011, she was walking, bent over, and as she stood up, a sharp pain shot up her leg. She had an MRI which had shown a screw loose in the knee joint. On (B)(6) 2011, she underwent the revision, by this time the screw had broken into about 47 shards of plastic and took 5.5 hours to remove. She still has pain and asked the surgeon if he may have missed some pieces, but was told it was pain from the procedure performed during the revision surgery (meniscal debridement) and that as she heals the pain should lessen. To date, she still has fluid buildup in her knee and walks with a limp. Patient's repair had held, no new implants were inserted in (B)(6) 2011. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. If the device is returned and/or additional information is obtained, a follow-up report will be submitted. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Unknown device disposition.

Event description:
It was originally reported on (B)(4) 2014 by the patient in a message on the arthrex web-site that in (B)(6) 2011, one of the screws which hadn't dissolved came out of the tibia and into the knee joint and caused excruciating pain..the patient claims she had an acl surgery in (B)(6) 2007 and that two (2) bio-interference screws were used, an ar-1370tb, lot # 76391, and ar-1390tb, lot# 101602, one of these screws was placed in the tibia to anchor the acl. After the 2007 surgery, patient was unable to walk without a crutch and remained in pain for months. The entire leg was swollen to twice it's normal size with fluid buildup. The patient stated that she had synovitis from the irritation caused by the screw, and that this condition may not go away after surgery. An MRI after the (B)(6) 2011 injury confirmed the screw was in the knee joint. A second surgery was performed in (B)(6) 2011 to remove the screw. Per the patient, the screw had broken up into about 47 shards of plastic and that it took about 5.5 hours to dig pieces of plastic from her knee, which was torn up and further damaged by this screw. Per the patient, the surgeon claimed that he had never seen a screw not dissolve, let alone have one come out of the bone. Per the patient, it is now (B)(6) 2014 and she is still having pain daily in her knee, it "gives out" when she is walking. She states she walks with a limp, and still has fluid buildup in the leg from synovitis.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No additional adverse consequences have been reported from this event. This device is used for treatment. Follow-up information from patient: the original acl surgery was in 2005 and that it is unknown whose devices were used. Patient fell again and tore the repair and in 2007 had it revised using the two (2) arthrex implants. In (B)(6) 2011, she was walking, bent over, and as she stood up, a sharp pain shot up her leg. She had an MRI which had shown a screw loose in the knee joint. On (B)(6) 2011, she underwent the revision, by this time the screw had broken into about 47 shards of plastic and took 5.5 hours to remove. She still has pain and asked the surgeon if he may have missed some pieces, but was told it was pain from the procedure performed during the revision surgery (meniscal debridement) and that as she heals the pain should lessen. To date, she still has fluid buildup in her knee and walks with a limp. Patient's repair had held, no new implants were inserted in (B)(6) 2011. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. If the device is returned and/or additional information is obtained, a follow-up report will be submitted. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Unknown device disposition.